Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a no delivery alarm during basal/bolus/fixed prime and experienced high blood glucose. The customer mentioned that she woke up and had high blood glucose all day and had changed her infusion sets and received a no delivery alarm. At the time of the incident, her blood glucose was 519 mg/dl. After changing her infusion set, her blood glucose went down to 300 mg/dl and that is when she said she received the no delivery alarm. The customer¿s current blood glucose is 457 mg/dl. During troubleshooting for the no delivery alarm during bolus, customer was advised that the motor positioning may have shifted and to always complete rewind/load reservoir process before connecting back to the set. She was advised to disconnect from the quick release. The customer was assisted in performing a 5.0 unit fixed prime and stated that the insulin did exit. She was unable to remove the set to test site portion of the infusion set system. The customer was advised to change the entire infusion system. During troubleshooting for high blood glucose, the customer said that she felt okay to continue troubleshooting and that she treated with lantus. She said that the drive support cap appeared normal. She declined to check for the presence of leaks or air bubbles in the reservoir/tubing and declined to check for any site/insulin. The customer also declined to check their settings and to troubleshoot for their high blood glucose. She was advised to seek medical attention. The customer stated that she was going home to change her set. The pump will not be returning for analysis.